Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was scheduled to perform a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During case set up, the makoplasty partial knee end effector would not seat properly on the robot arm and metal filings were noticed inspection. The case was completed to manual total knee arthroplasty.

Manufacturer narrative:
Reported event: the event reported that the partial knee end effector could not seat on the rio arm and resulted in a makoplasty cancellation prior to case start and no patient was in the room. A manual tka procedure proceeded. Device evaluation and results: -visual inspection: one of the captured screws at the bottom of the device was stripped more than halfway its thread length. The failure mode was confirmed. -functional inspection: visual inspection confirmed the failure mode. -dimensional inspection: visual inspection confirmed the failure mode. Device history review: review of device history records indicate (B)(4) devices were accepted into final stock on 12/09/2014 with associated non-conformances. (B)(4) was associated with the lot inspection; incorrect coc's for four device components were supplied by supplier. The non-conformances were not related to the alleged failure in this complaint. All coc documentation was received from supplier and all parts were accepted into final stock per (B)(4) on 12/16/2014. Complaint history review: a review of complaints related to p/n 111758, l/n 19100314 shows no complaints related to the failure in this investigation. Tracking of complaints related to p/n 111758 will be tracked through (B)(4). Conclusions: the failure mode was determined to be a stripped captured screw that caused the metal filings. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was scheduled to perform a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During case set up, the makoplasty partial knee end effector would not seat properly on the robot arm and metal filings were noticed inspection. The case was completed to manual total knee arthroplasty.